Event description:
It was reported that the pink slide did not move forward when the pod was activated and the cannula did not insert into the skin, but was visible when the pod was removed. The patient's blood glucose levels rose to 300 mg/dl. The pod was not worn.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the pink slide insert was visible in the viewing window. The data downloaded from the device did not show any timeouts or drive stalls during the run. No damages or defects were observed that would result in a needle mechanism failure.